Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur. Under possible adverse effects number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity" number 14 states, "postoperative bone fracture and pain".

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due a subsided stem, loosening and pain. The modular head, femoral stem, taper adapter and liner were removed and replaced.